Event description:
The facility reported a colleague infusion pump with the reported condition where the "v-block rubber pad haas fallen off." It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (7.01.00).

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with "v-block rubber pad has fallen off" was confirmed during product evaluation. The root cause of the reported problem was determined to be missing v-block friction pad. There have been no repairs made. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.